Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the occluder head was determined to be unresponsive in relative to the control slider bar on central control monitor (ccm). When using the ccm to control the occluder, there was delay with the physical piston on the occluder head. There was no patient involvement.

Manufacturer narrative:
During laboratory evaluation the occluder head operated as designed. The product surveillance technician (pst) connected the occluder head to an occluder module which was connected to a system 1 simulator. The pst assigned the occluder module to a perfusion screen and calibrated the occluder head. The occluder head calibrated normally and reacted the same during opening and closing as a lab-tested occluder head did. No delay was seen between moving the slider bar on the central control monitor (ccm) and the movement of the occluder head¿s plunger. During visual inspection the pst opened the occluder head, checked connections and condition of the circuit board; observed nothing that would cause failure. The pst placed the occluder head into cold soak at 10°c for three hours and when removed from cold soak, the occluder head operated as designed; calibrated normally and reacted the same during opening and closing as a lab-tested occluder head did. Moved the ccm slider bar up and down 24 times after cold soak with no delay seen between moving the slider bar on the ccm and the movement of the occluder head¿s plunger. The pst placed the occluder head into heat soak at 40°c for three hours and when removed from heat soak, the occluder head operated as designed; calibrated normally and reacted the same during opening and closing as a lab-tested occluder head did. Moved the ccm slider bar up and down 24 times after heat soak with no delay seen between moving the slider bar on the ccm and the movement of the occluder head¿s plunger. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This was identified by subsidiary site regional service manager, they did a basic swapping with another occluder head on that base. After swapping, the occluder head became more responsive when we control the occluder head by opening and closing on the ccm. This faulty occluder head was swapped with another occluder head for troubleshooting. After swapping, the occluder head closes/opens the tubing well and responsive to ccm control.